Manufacturer narrative:
On 9-aug-2021, mentor received additional information regarding the patient¿s information and symptoms. The weight of the patient is 190 lbs. The patient experienced bilateral capsular contracture (grade unknown) and breast ptosis (unknown side). Updated reason for device explant and/or reoperation: generalized illness, capsular contracture, breast ptosis. On 16-aug-2021, the product investigation was updated. Investigation summary (update): mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: upon visual evaluation of the image provided in the complaint, the breast implant was observed with no apparent damage or visual anomalies. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two mentor memorygel breast implant prostheses (left:500cc, right: 450cc) and suffered several unexplained systemic symptoms, including hair loss and unspecified problems. No device issue was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. The patient states that the implants are in her possession. This report is for the left-sided prosthesis.